Manufacturer narrative:
Evaluation summary: complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens would not come out of the cartridge. She is not sure if it is cartridge issue, a lens issue or both. The procedure was completed with a new iol and cartridge. There was patient contact with the cartridge, but, no patient harm. Additional information was requested.